Event description:
On (B)(6) 2007, I had the essure procedure performed in the doctor's office. I was not advised of the nickel, nor did I receive a pelvic exam prior and test for the certain diseases per conceptus training manual that was just published online in 2011. The procedure was a 3 hour procedure, I have all my doctors notes and a urine testing is not noted on that date for pregnancy test. The urine records state (B)(6) 2008. Post essure, I was in doctor's office in excruciating pain, bleeding, cramping, and bloating. I was told by my doctor that my body was adjusting. I went back over a period of 7 times with the same complaint, as the doctor told me it can't be the essure. It is a cyst or fibroid on your ovaries or uterus. If proper tests would have been conducted, I would not have been an ideal candidate with these previous issues. The cyst and fibroids were found out after essure because my doctor did not know what else to do except, put me on birth control. I refused. Then she wanted to do laparoscopic surgery, ablation, uterine, and dnc and I refused and went to another doctor as she still said it was not essure. Over the course of 5 years I have been very sick, anemic, fatigue, due to excessive blood clots and fatigue, unexplained fever, rash, hearing, vision, taste problems, loss of concentration, loss of balance, weight gain, severe weight loss, ibs, anxiety, high blood pressure, panic attacks, nausea, diarrhea, major pain on right side, as I can actually feel the essure coils. Headaches, migraines, allergies, nervousness, dizziness, leg pain, back pain, neck pain, blisters in my nose and mouth, bowls on my legs, insomnia, crying, sadness, anger, miserable. On (B)(6) 2012, everything changed with my new ob/gyn: said it is your coils that are making you sick. I told him I was allergic to nickel. He told me that my body was in chronic inflammatory state for a long time. Referred met to surgeon for hysterectomy. Waiting on insurance, medical data to backup essure, testing, sonograms, MRI, CT scans. And 2 opinions from 3 different surgeons on what is the safest and effective recourse to remove everything and make sure coils are still in fallopian tubes. Oh, but I failed to mention I was never given an essure card with my coil or lot numbers, the doctor does not have recorded and I have reported to conceptus and doctor and no one can tell me these numbers, but my doctor is going to give me a group of numbers as one of them might be mine. Per conceptus, doctor at fault for not following protocol of manual online, doctors response conceptus is at fault we never saw that manual and it just becomes public in 2011. Long term effect is ovarian and uterine cancer due to metal toxicity. I was never told of all the side effects are risk. As I was told there would be mild cramping, bleeds, and pain, but would dismiss within a week. Doctors did not report side effects to FDA or conceptus. I did see another doctor in 2010, who said he spoke to essure and to give me hysterectomy and send my fallopian tubes back to conceptus as I would get a rebate. This is noted in my medical file. Essure, please read all the info on all these women like myself that are suffering from this procedure.

Event description:
Add'l info received from reporter (B)(6) 2014: I previously made a report about the problems I was having about a medical device that I had implanted in 2007 called essure. I am updating this info to make you aware of the multiple surgeries, illness, long term effects, medical conditions that I am currently being treated for due to the problems that this horrible product essure has caused me. I almost lost my life because of this product, I am lucky to be alive today and sickened that you are allowing this product to still be on the market. I had to have an abdominal hysterectomy to remove everything because essure had caused so many problems, my doctor said if I did not have everything removed, I would never be out of pain. I required 2 blood transfusions, 3 hematomas in my abdomen from trauma and problems from my hysterectomy, permanent damage was caused from my hysterectomy, I had a hole in the dome of my bladder, my vagina and bladder were sewed together and this formed a vesicovaginal fistula. I had lesions on my liver, intestines, kidneys, rectum, and bowels. I had to have 3 major surgeries after my hysterectomy to repair the bladder, kidneys, vesicovaginal fistula, and vagina. I had to wear a catheter for a month after these surgeries to allow my bladder to heal. This is permanent damage and because a fistula has grown the long term effects of this recurring is possible. I was (B)(6) and had to have a hysterectomy because of pain, bleeding, my iron count was a 4, I weighed (B)(6) pounds because my body was rejecting everything, severe tooth decay, gluten intolerance, lactose intolerance, every autoimmune disease you could imagine, I was affected by it. After I received my pathology report I went and spoke with the pathologist and the right coil that had caused me 6.5 years of pain was in a million pieces in my fallopian tube, the pathologist said that it "slough off," it degenerated inside of me, I had a salpingitis nodosa isthmica, metallic foreign retractile bodies and particles in my right fallopian, and the pathologist confirmed my fears for so many years that doctors would never believe or look into the possible problems with essure. Today 8 months later I am no longer in pain or bleeding, most all my autoimmune issues have gone away, I am no longer being poisoned to death by the toxins, I currently am being treated to have my liver detox from all the heavy metals that were implanted, I have adrenal gland fatigue, post traumatic stress disorder, and I will probably never be able to work again because I have no energy, no fight left in me, I have been drained an traumatized, my son and husband, my entire family and friend's have witnessed me on my death bed. My physician statement to me last week was I was so close to death, and I had so much fight in me, but he has no idea how I live through the hell I did with a smile on my face and a vision insight to make sure that I stop essure from hurting anyone else. It has caused my 15 year many problems, it almost cost me my marriage, but because the truth finally was able to be told about essure and the problems it has caused. My family is stronger today than ever and at the cost of me almost dying because of essure.